Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the cartridge was found to be leaking from the plunger. The cartridge was disassembled and measurements were taken of the o-rings, plunger and barrel. O-rings and plunger were found in specifications. Cartridge barrel was found to be out of specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a leak. This report is made based on results of investigation completed on (B)(6) 2017.